Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not returned for eval and no further info regarding the device or the pt is available. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods. Additional applicable 510 (k) is: k062008.

Event description:
The pt underwent a laparoscopic sigmoidectomy due to diverticular disease. The anastomosis was performed with the colonring device. According to the report, the pt discharged home on pod 7 and returned the day after with massive abdominal pain. A full dehiscence was diagnosed and a hartmann procedure was performed.